Event description:
Information received indicates the hi/low function of the bed runs up unintentionally.

Manufacturer narrative:
The facilities maintenance indicated when the hi/low down switch is released, the hi/low function will run up unintentionally. The facilities maintenance replaced the right siderail caregiver board to repair the bed.